Manufacturer narrative:
(B)(4). The device was returned for evaluation. During the evaluation it was discovered that the audio function was found to be very low on the high volume setting and barely audible at the medium and low settings. This was caused by a failed speaker. The failed speaker was replaced. See scanned page.

Event description:
It was reported that a device had low audio function. There was no pt involvement reported.